Manufacturer narrative:
Final device analysis determined no significant anomalies. The capsule was returned unattached from the delivery system. The capsule trocar needle was advanced and saliva was observed on the capsule.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. It is unknown whether the capsule had attached to the pt's esophagus. No serious injury to the pt was reported.